Manufacturer narrative:
Additional information was received therefore b5, d9, e4, g2, and h6 updated.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 44-year-old female patient presenting with cardiomyopathy and classified as scai shock stage d. The device initially demonstrated purge flows of approximately 9¿10 ml/hr. Subsequently, purge flow decreased to 2.1 ml/hr with purge pressures rising to 900 mmhg. The ICU initiated their in-house tpa protocol, resulting in purge flow improvement to 7 ml/hr with pressures in the 500s. The purge solution was then changed back to d5w with sodium bicarbonate. Throughout this period, pump support flows and motor current remained stable. The addition of the tpa lead to "sweating of blood" from the graft which led to the development of a hematoma at the impella access site. The hematoma was surgically explored. Multiple tpa attempts produced minimal success, and following a purge system blocked alarm and intermittent cessation of the purge flows, the clinical team elected to replace the impella 5.5. The replacement was deemed necessary by the team as awaiting a suitable heart for the blood type o patient was thought to be at least 2 months time. An additional contributing factor was the use of d5w with sodium bicarbonate as the original purge solution. The impella 5.5 will be conservatively reported for serious injury due to temporary interruption of hemodynamic support during the exchange; however, the exchange was completed without consequence to the patient, and hemodynamic support remained stable.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 primary UDI number was corrected h6: medical device code a140508 is not applicable to this report.

Manufacturer narrative:
Investigation summary the cause of the high purge pressure was due to biomaterial based on clinical details noting tpa resolving first instance of high purge pressure and biomaterial on returned product, however, the mechanism of biomaterial into the purge gap could not be determined as returned product was unable to be tested and no data logs were returned for evaluation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the access site adverse event could not be determined as limited clinical details were provided and no damage was observed on returned product.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 44-year-old female patient presenting with cardiomyopathy and classified as scai shock staged. The device initially demonstrated purge flows of approximately 9¿10 ml/hr. Subsequently, purge flow decreased to 2.1 ml/hr with purge pressures rising to 900 mmhg. The ICU initiated their in-house tpa protocol, resulting in purge flow improvement to 7 ml/hr with pressures in the 500s. The purge solution was then changed back to d5w with sodium bicarbonate. Throughout this period, pump support flows and motor current remained stable. Multiple tpa attempts produced minimal success, and following a purge system blocked alarm, the clinical team elected to replace the impella 5.5. An additional contributing factor was the use of d5w with sodium bicarbonate as the original purge solution. The reported events are high purge pressure, medical device removal, and hemodynamic instability. High purge pressure is a known risk identified in the impella instructions for use, associated with obstruction of the purge pathway, or purge solution¿related factors. The impella 5.5 will be conservatively reported for serious injury due to temporary interruption of hemodynamic support during the exchange; however, the exchange was completed without consequence to the patient, and hemodynamic support remained stable.